Event description:
A pt reported that he was treated on 12/24/96 in the glabella. During treatmet, the pt noted pain at the treatment site. Immediately after the treatment, the pt noted tenderness, a dark bruise, and erythema at the treatment site. In approx 12/26/96, moist pustules were noted at the treatment site. The pt presented to the physician (date not recalled), who performed a culture which revealed "bacteria." The physician believed that the symptoms were possibly elated to an infection and prescribed oral keflex. On approx 1/7/97, the scab fell off; a slight depression and erythema remained. The pt believed that the symptoms were related to a vascular interruption. As of 1/27/97, erythema and a depression remained at the treatment site.